Event description:
It was reported a patient had a second revision of a left hip arthroplasty. Approximately 13 years later, the patient was suddenly unable to walk without incident of trauma and underwent a revision of the head and stem. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices: revitan, distal part, curved, uncemented, 16/200; item# 01.00406.216; lot# 2533597. Cocr head 32/ 0 'm' 12/14; item# 14.32.06-20; lot# 2547838. Low profile cup 32/56; item# 63.32.56; lot# 2540492. Unknown screw 3x; item# unknown; lot# unknown. G2 - foreign: germany. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00405, 0009613350-2023-00407. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.